Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Only the battery was returned for evaluation. The batteries had been removed from the pack. Visual inspection found the batteries had leaked electrolyte inside the pack as well as dried fluid on the batteries. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the discarding the complaint product after the surgery, battery leakage was found on the 1 of 8 batteries inside of the battery pack. There was no patient harm or delay as there was no patient involvement. Due diligence is complete, there is no additional information available/